Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screwdriver head is broken. It was reported that the head appears to have been stripped.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke was confirmed. A design change was performed shortening the length of the tip of the screwdriver to increase the ability of the blade to withstand torsion forces. Two nonconformances and a correction were raised, because despite the design change shortening the screwdriver blade, devices that had been produced according to the old design were not scrapped. The operation technique for axsos locking plate system states: "locking screws should initially be inserted manually to ensure proper alignment. If the locking screw thread does not immediately engage the plate thread, reverse the screw a few turns and reinsert the screw once it is properly aligned. Using the solid screwdriver together with the torque limiting attachment and t-handle, final tightening is performed. Maximum stability of the locking insert is achieved once the screw head is fully seated and tightened to 4nm for the 4.0mm system, respectively 6nm for the 5.0mm system. [¿] always start inserting the screw manually to ensure proper alignment in the plate thread and the core hole. It is recommended to start inserting the screw using ¿the three finger technique¿ on the teardrop handle. Avoid any angulations or excessive force on the screwdriver, as this could cross-thread the screw. ¿ a review of the labeling did not indicate any abnormalities.

Event description:
It was reported that the screwdriver head is broken. It was reported that the head appears to have been stripped.